Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) set screw failed to tighten. The ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.